Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system restarts continuously. Review of the log files confirmed the malfunction with the power supply. During troubleshooting, it was identified that the problem was likely due to periodic lack of 24v dc. The possible cause was the fan and power tray unit. The failure analysis of the pdu (power distribution unit) fan tray unit showed inconclusive evidence of the reported failure. However, the fse replaced the pdu fan tray and dcps (direct current power supplies) unit to resolve the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system had bootup issues. The device was outside clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the mains power distribution unit fan tray which resolved the issue. The device was returned to use in good working order.